Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button was under responsive and missing from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: during investigation, the audio bolus button cover was detached/missing. The audio bolus button was unable to be tested due the cover missing. Unrelated to the original complaint, the battery compartment was cracked above the grip pad.